Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "insertion tube coating peeled off" due to the following: physical stress such as scraping, and hitting the insertion section; chemical stress from reprocessing unrecommended in the IFU; and stress from poor storage environment (indirect sunlight, at high temperature, in high humidity, or exposed to x-rays, ultraviolet rays, etc.) The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope insertion tube was peeling off. There were no reports of patient involvement.